Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient programmer displayed "replace generator, the generator has reached end of service" message. Surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2021 to resolve the issue.